Manufacturer narrative:
16-sep-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Bristles keep falling off... Head just fell off - oral-b toothbrush [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the bristles of the toothbrush kept falling off. The head just fell off. They hadn't been dropped and there was no damage before. No injury was reported. 16-sep-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Bristles keep falling off... Head just fell off - oral-b toothbrush [device breakage] case narrative: consumer via phone stated that the bristles of the toothbrush kept falling off. The head just fell off. They hadn't been dropped and there was no damage before. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.